Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) due to slippage/migration of the implanted device. Additional information has been requested but has not been made available as of the date of this report.